Event description:
It was reported that: "as surgeon was inserting screw into acetabulum the screwdriver (catalog # 2107-1015) head broke off and was stuck in the screw."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient as MFR #2249697-2010-01139.